Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp prematurely separated from the delivery catheter. The lp was successfully implanted as the separation occurred during tension testing. The patient was discharged without noted complications.